Event description:
It was reported that the pt was found undoing the wrist restraint and had removed the catheter from his right internal jugular vein. A piece of the catheter was found by the nurse. A surgical procedure was performed to remove the embolized portion.